Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4) implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient went to the emergency room (ER) and was hospitalized due to pericardial effusion. The patient underwent pericardiocentesis and the adverse event has been considered resolved. The patient was enrolled in the post market clinical study. The leads remain in use. No further patient complications have been reported as a result of this event.